Event description:
A (B)(6) female pt's spouse contacted zoll customer support to repot constant check therapy electrode messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon evaluation, the pulse wire and the yellow (pgnd) wire were open in the trunk cable connector. The case of the check te pad messages is the open wire. The root cause of the open wires cannot be positively identified but is likely excessive force placed on the connector. No adverse event resulted form the damaged wires. The pt received a replacement electrode belt.